Event description:
It was reported that a patient was having symptoms of being sick on (B)(6) 2015 and the next day went to the local hospital emergency room (ER) with nausea, diarrhea, low potassium, and some increased pain. The patient was treated as though she had stomach flu due to the ¿flu-like symptoms¿ and was sent home. The patient did not improve and she returned to another hospital ER complaining of withdraw symptoms of nausea, diarrhea, sweating (diaphoresis), hot flashes, and increased pain. The ER sent the patient home with percocet. The patient returned to the managing healthcare professional (hcp) (B)(6) 2015. The hcp tried to do a dye study under x-ray but was unable to aspirate the catheter. The pump ¿had als been flipping.¿ the patient was scheduled for a catheter revision surgery and to re-anchor the pump deeper to the abdominal muscle. During the revision it was found that the pump had been flipping multiple times and the catheter was ¿twisted over and over from the pump flipping¿ and the catheter was occluded. There was a confirmed kink in the proximal segment. The 8784 was cut, distal to the collet, and the spinal segment of the catheter had cerebrospinal (csf) flow. A new 8784 was reattached to the spinal segment and then connected to the pump. Csf flow was again noted. The pump pocket was revised and the pump was securely anchored to the abdominal muscle. The manufacturer¿s representative noted that the patient had a ¿large pendulous abdomen with poor anchoring tissue¿ and she ¿twiddlers¿ with the pump. The pump daily dose was decreased by 49%, and the catheter volume was updated and primed. After the revision the explanted catheter was discarded by the customer. The issue required hospitalization and after the revision the product issue was resolved. The patient was currently alive with no injury. The manufacturer¿s representative ¿assumed, according to the time frames, that the patient stopped receiving some or all of the drug when she started to experience flu like symptoms.¿ when the catheter was repaired on the day of surgery the patient began to receive therapy again. The hcp stated that the patient was ¿doing much better.¿ the pump was used to infuse dilaudid and bupivicaine. Further follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).